Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt implanted on an unk date returned to operating room on an unk date, to have the pfna blade removed. During the procedure the endcap broke off and the blade could not be removed. A second surgery on an unk date was necessary to remove the blade.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is entering the complaint system.